Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during unpacking, the nurse noticed that the head of the device did not close completely. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during unpacking, the nurse noticed that the head of the device did not close completely. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that one jaw was bent. Functionally, the device jaws would open properly, however, they could not close completely due to the bent jaw. The condition of the returned incident device was consistent with the complaint; won't close. Furthermore, during assembly each device undergoes a ring gage test that ensures that the jaws have the proper shape and outside diameter. Therefore, the most probable root cause could not be determined as it is not known when the observed damage occurred. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4) (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)